Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of device investigation.

Event description:
It was reported that the following day after the initial implant procedure, the right ventricular (rv) lead dislodged, which was confirmed on x-ray. The dislodgement caused a perforation, and the threshold values increased. The patient was taken into surgery for a revision procedure to reposition the lead. During the revision procedure, as the lead was being repositioned, a cardiac tamponade occurred, and required a drain; however, a new competitors lead was able to be implanted. The patient was admitted to the intensive care unit and was treated for hypotension. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory, with an unknown stylet inserted in the lead. The lead and tip appeared intact and undamaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of high capture thresholds, or perforation. The dislodgement allegation could not be confirmed, as evidence from the field and product analysis were insufficient to verify dislodgment.

Event description:
It was reported post implant procedure, this right ventricular (rv) lead dislodged, and a perforation occurred. An x-ray was taken, which confirmed the dislodgement, showing a change in the lead position. Additionally, the threshold values increased. The patient was taken into surgery for a revision procedure to reposition the lead. During the revision procedure, as the lead was being repositioned, a cardiac tamponade occurred, and required a drain. The patient was admitted to the intensive care unit due to hypotension. Subsequently, this lead was explanted, and new lead was implanted. No additional adverse patient effects were reported.